Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that on the day of the event, the patient felt confused, shaky, and the cgm reading was 8.0 mmol/l. The patient passed out and an ambulance was called by the wife. When the paramedics performed a fingerstick the cgm reading was 8.0 mmol/l, and blood glucose reading was 2.6 mmol/l. The patient was brought to the hospital and was treated with intravenous fluids. The patient already received 6 staples to close a wound on the head, caused by a fall when he became unconscious. The patient recovered after treatment and was sent home and spending around 8 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.